Event description:
It was reported that the customer experienced high blood glucose levels with the specific value displayed as "high," though the exact value was unknown. Cause was not known. The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and planned to contact their healthcare provider for further assistance.